Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: 1 sample was returned to (B)(4). (B)(4) recheck same lot in process manufacturing record, lot size (B)(4) pcs, accordingly to the standard of semi finished inspection product inspection, criteria appearance level s-4, aql 0.15, sampling plan 80 (0 1), inspected total of 2 batches, no foreign material was found. (B)(4) recheck same lot finished products record, lot size (B)(4) pcs, sampling level g-iii, aql 0.015, sampling plan 800 (0 1), no foreign material was found. (B)(4) rechecked the retained samples 15 pcs from same lot lot, no foreign material was found. Root cause: fluid was found in spike and drip chamber, the fluid is analysed to be colorless and transparent. (B)(4) reviewed the process flow of infusion set manufacturing, 2 fluid is in used in production, 75% alcohol and cyclohexanone. Operator use alcohol to clean the working table. (B)(4) analysed the fluid not be contain both as: cyclohexanone will be solidified, while alcohol will be volatilized. The infusion set undergo eo gas steriization under temperature controlled chamber environment. After sterilization is finished, as the outside temperature is lower and in the chamber, there is chance of the temperature difference may cause some moisture to occur inside the packaging. It is normal and have no impact to human body and infusion set performance. When the spike component were assembled, there is potential that the spike may fall onto the floor and induced foreign material on the surface. As the unqualified material container is full, there is chance that the unqualified part was mixed up together with other qualified products and flow into finished goods product. This is the most likely cause. Corrective action: educate and train the operator, to ensure that when using alcohol to wipe the working table, no residue is left behind. Educate and train the operator in the assembly line, to send the unqualified material into the proper unqualified container (at least 2 container per line), and ensure not to mixed up with qualified material. Conclusion: likely root cause is that when the spike component were assembled, there is potential that the spike may fall onto the floor and induced foreign material on the surface. As the unqualified material container is full, there is chance that the unqualified part was mixed up together with other qualified products and flow into finished goods product.

Event description:
It was reported that foreign matter described as ¿dirty¿ was found on the spike of a bd¿ IV administration set a120f (bp) and ¿condensation¿ in the chamber. This was observed before use and there was no report of injury or medical interventions.